Event description:
The account alleged that a doctor sat on the foot end of the bed and the bed ran the hi/low up four inches. No injury report.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.